Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On 31 july 2019, it was reported that a dermatome took skin irregularly. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the device was out of calibration at the zero setting but was within all other settings and was within motor speed specifications. Repair of the dermatome occurred the same day and involved replacing the 2" and 4" width plates as well as recalibrating the dermatome. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. During evaluation of the device, there was no failure that would demonstrate the dermatome not taking a proper graft during use. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. It was reported that there was patient damage, but the product experience report stated no serious injury or medical intervention was required.

Event description:
It was reported that the unit took the skin irregularly. There was a 30 minute delay to obtain an alternate device, required to complete the procedure. It caused damage to patient during the surgery. No additional patient consequences were reported. There is no additional event information.